Manufacturer narrative:
For 1 of the events, the investigation determined the service actions resolved the issue. The follow up actions were the field service engineer determined the device was unbalanced. The probe was replaced and adjusted. The voltage control on the probe was adjusted. Performance testing was successful. For 1 of the events, the investigation found the pinch valve tubing was being used outside of the stated lifetime specifications. The follow up actions were the field service representative determined the customer didn't follow the pinch tubing replacement instructions. For 2 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions were the field service representative ran calibration, qc, and precision testing which passed. For 1 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. The follow up actions were the field service engineer performed preventative maintenance, adjusted the high voltage, and performed precision testing. He verified the adjustments, a blank cell measurement, and precision testing passed. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial number: (B)(4).

Event description:
This report summarizes <noe>6</noe> malfunction events. Erroneous low results were generated by the cobas e411 rack analyzer. The events involved a total of 9 patients with the following: 4-elecsys probnp ii immunoassay, 3-elecsys hcg + beta test system, 1-elecsys estradiol iii, 1-elecsys pth immunoassay. The known patients' ages ranged from 38 to 61 years. The other patients' ages were requested, but were not provided. The known patient's weight was (B)(6) lbs. The other patients' weights were requested, but were not provided. There were known to be 5 females. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.